Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer went to disconnect an unspecified patient intravenous (IV) fluid tubing from a non-baxter set; the IV tubing broke off into the non-baxter set. The customer attempted to disconnect the non-baxter set but it was stuck. When the set finally disconnected, the end of non-baxter set was broken off into the t-connector tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.